Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The bushings for the lift arm were very loose causing a lot of back and forth play.